Event description:
In 02/2001, the facilities physician informed the manufacturer's (MFR) sales representative of the following: device was disconnected where the device catheter is connected to the device.